Event description:
The patient's mother reported that the patient has been vomiting continually since having their battery replacement. The patient was seen in clinic and had their settings lowered. No other relevant information has been received to date.